Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be confirmed, but progression of disease may be a contributing factor. It cannot be determined if the initial tavr valve was fully expanded within the existing surgical valve with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) clinical trial, approximately 4 months post procedure, the patient had sob and was admitted for treatment of chf exacerbation. Echo showed severe prosthetic valve stenosis. Bav with a 22mm x 4cm atlas gold was performed. The mean gradient was reduced from 26mmhg to 16mmhg and the valve area was increased from 0.60cm2 to 0.78cm2. Per (B)(4), the patient had a mean gradient of 39.04mmhg, no plv and no cai on discharge echo and a mean gradient of 37.14mmhg, no plv and no cai on 30 day echo. The valve area was not measured.